Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the reported meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was performed for the reported complaint and libre reader, and it showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received an inaccurate alarm with the freestyle libre 2 reader, then alarm did not trigger at all. As a result, the customer experienced unspecified hypoglycemia symptoms and the mother provided jelly babies (candy) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received an inaccurate alarm with the freestyle libre 2 reader, then alarm did not trigger at all. As a result, the customer experienced unspecified hypoglycemia symptoms and the mother provided jelly babies (candy) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.